Event description:
During a repair of the pectoralis major, the surgeon inserted the tag wedges into the humerus. When applying tension to the suture, the tag wedge came out of the insertion site with one side missing. The surgeon took 45 mins to remove the remaining pieces of the tag wedge. It was reported that this incident did not result in any pt injury or complications.